Event description:
The customer initially called to report an alarm on the insulin pump. The customer then mentioned that she was hospitalized for diabetic ketoacidosis. The customer also stated that she had high blood glucose levels prior to being hospitalized, but she did not change the infusion set. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.